Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The lead was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was thoroughly inspected and analyzed. Visual inspection noted dried body tissue covering the tip and electrode ring. A cut in the polyurethane insulation was observed at 482 to 484 mm from the terminal pin, as a result of the removal of the suture sleeve. The lead was xrayed with unremarkable results. Further testing confirmed the lead was electrically continuous and was within specification.

Event description:
Boston scientific received information that this left ventricular (lv) lead exibited pacing impedance measurements greater than 2,000 ohms. The lv lead was confirmed to be fractured. An invasive revision procedure was performed and the lead was successfully explanted and replaced. No other adverse patient effects were reported with this clinical observation.